Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer called in to report that the surgeon side console (ssc) left eye had a white screen intermittently. There was no error message at the time of the event. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to hard power cycle the ssc. The customer informed the tse that they had performed a hard power cycle, and the intermittent problem had lasted about one month. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse wiggled the cable connection between the camera head and camera cable, and the left eye image would turn white or blue/pink intermittently. The right eye image was flashing when the issue occurred. The fse noted that there was a connection issue. The fse replaced the camera head and camera cable to resolve the reported problem. The system was tested and verified as ready for use. Isi received the camera cable involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failure. The camera cable was installed and tested in a printed circuit assembly (pca) system. The system started up without any issues. The vision test and vision quality were good. Ten power cycles were performed, and the system sat in normal idle mode for ten minutes without any errors. However, when wiggling the camera cable, the left eye image was flashing intermittently. Isi has requested the camera head for evaluation. The product has been returned, but failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the failure analysis testing and/or if additional information is received. No image or video clip for the reported event was available for review. A review of the procedure log confirmed the surgical procedure was performed on the reported event date matching the documented event details. A review of the site's system logs for the reported procedure date was conducted by the fse. The fse found no related errors to the reported incident. This complaint is being reported due to the following conclusion: the camera cable and the camera head were replaced after the completion of the procedure due to the left eye on the surgeon side console (ssc) had a white screen intermittently. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Evaluation was performed on the camera head involved in this event. The customer reported complaint was confirmed. Mechanical shock resulted in damaged housing components (the error is probably caused by loose components and dust inside the camera). The camera was out of alignment and needed adjustment. Additionally, the light cable was damaged and needed replacement. The root cause was found to be mishandling/misuse.

Manufacturer narrative:
Additional information found in: h2, h10 intuitive surgical, inc. (Isi) performed follow-up with the customer on (B)(6)2022 and obtained the following additional information regarding the reported event: the system and camera head were reportedly inspected prior to use, and no issues/errors were noted. The issue did not inhibit the site from continuing and completing the procedure robotically.

Event description:
Refer to h10/h11 for follow-up information.